Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The complaint was not confirmed. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in (B)(6) of peritoneal cloudy effluent in a patient coincident with dianeal unknown therapy for renal failure chronic. It was not reported whether dianeal therapy was ongoing. On (B)(6) 2012, the nurse called baxter (B)(4) technical service center and reported that the patient had peritoneal cloudy effluent. Treatment was not reported. The outcome of this peritonitis event was not reported.